Event description:
It was reported a malibu crossbar (B)(4) malfunctioned while being implanted into a patient. A small pin came out of the implant while being tightened. The surgeon saw this happen and promptly removed the crossbar and the pin. Surgery was completed without the crossbar. On 10/15/2014 additional information was provided by the distributor. The surgery was a t5-t9 fusion which was completed without the crossbar. There was no delay in surgery time, injury or adverse consequence to the patient reported.

Manufacturer narrative:
The device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.